Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 900 mg/dl at the time of the event. The customer stated that his glucometer was broken, so leading up to the event he had no idea what his blood glucose readings were. The customer was wearing his infusion sets for over a week at the time due to financial issues. The customer stated that he will never reuse his infusion sets again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.